Event description:
The patient reported that the lead was broken, fractured, that one lead had dropped, and that the patient was shocked inappropriately. The patient stated "when I am up the leads register 200 over the normal range." The patient further reported experiencing pain and that because of the lead issues "they have torn my inside, caused blood clots, bleeding, weight loss." It was further reported that rv (right ventricular) defibrillation coil was showing evidence of fracture given a high impedance reading. The tachyarrhythmia therapies were programmed off, pending possible replacement of the entire system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 5076-45 implantable pacing lead, (B)(6) 2003; 1488t competitor implantable pacing lead, (B)(6) 2003. (B)(4).

Manufacturer narrative:
Evaluation summary: the partial lead returned in segments, and analyzed. Analysis indicated that the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo. The inner insulation of the lead became breached due to a rupture while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pace/sense portion of the lead had failed, resulting in pace/sense replacement five months after original implant. The remainder of the lead remained in use for over 13 years, until the entire lead was explanted at a routine device replacement. During explant, it was noted that the defibrillation coil and one of the cables to the coil were fractured.